Event description:
Information provided states that patient underwent hardware extension surgery and had two falls within 1 month of post-op. Revision surgery was performed to secure hardware and it was noticed that four of the set screws were no longer secured to the connectors. The connectors and set screws were removed and new hardware was implanted.